Event description:
It was reported that the 9800 system had no image displayed and the technique tracked to maximum. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The lemo pin connector was replaced during the svc call. The system was tested, and found to be working as intended, and put back into service.